Event description:
It was reported that the right ventricular (rv) lead 0292/348277 might be presenting problems due to an unknown reason. Lead remains in service. Procedure for extraction has been schedule. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead might be presenting problems due to an unknown reason. Lead remains in service. Procedure for extraction has been schedule. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: from field d1 to d6a. Added the correct product informacion.